Event description:
It was reported that during a low anterior resection procedure, there was an anastomotic leak. The leakage was seen as soon as the instrument was fired. Leak test confirmed leak. Surgeon performed a diverting ileostomy. The ileostomy was not planned as part of this procedure. Pt was in stable condition after the procedure.

Manufacturer narrative:
Date sent: 3/12/2009. Info is unavailable; device was not returned for eval.